Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code "health effect - clinical code: 4581 - appropriate clinical signs, symptoms, conditions term / code not available" was in advertently not entered in the section "h6" of the initial report. Also, the additional narrative "section h6: health effect - impact code 4625 sutures and incision enlargement." Was not added to section h10 of the initial MDR report. Therefore, these corrections have been included in this supplemental MDR report as indicated below: section h6: health effect - clinical code: 4581 -this code was used for the reported incision enlargement. Section h6: health effect - impact code 4625 sutures and incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Serial number: unknown, not provided expiration date: unknown, as the serial number was not provided UDI number: unknown, as the serial number was not provided if implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Device manufacturer date: unknown as the serial number was not provided. Device evaluation: product evaluation was not performed because the product has been discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction or product quality deficiency is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis preloaded intraocular lens (iol) was shot into the patient's left eye causing zonular damage. The iol was fully inserted. The lens was cut to be removed and replaced with another lens, ar40e via suture fixation during the same procedure. It was noted that there was a delay in procedure. Incision enlargement was made, and sutures were used. Reportedly, the patient has fully recovered. The customer also indicated that the preloaded device including the iol was discarded, thus the lens serial number is not available. No further information was provided.